Event description:
Patient presented to the hospital with a nihss 12. The site of occlusion was identified as the left m2 and was assessed as a timi 0 prior to treatment. The vessel was revascularized to a timi 1 using the penumbra system and 2mg ia-tpa. The vessel was further opened to a timi 2 with the penumbra system and the procedure was ended. No procedural events were noted. During a post-procedure check a nurse reported a deterioration in the patient's clinical appearance to the neurologist. This led to a repeat CT that demonstrated hemorrhage in the region of the patient's prior ischemia of the left anterior mca distribution, without evidence of subarachnoid hemorrhage. The event resolved less than two weeks later. The physician determined that the event was moderate and possibly related to the device and the angiographic procedure.